Manufacturer narrative:
Implant regio 13 fractured. Construction was a prosthesis on 4 implants. Bone loss caused by patient related periimplantitis is documented. Implant fracture was caused by mechanical overloading of the implant after 14 years in situ. Resubmitted due to submission error.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.